Event description:
As reported, approximately one month and 10 days post the patient's previous revision surgery, the patient presented with infection and a dair (debridement, antibiotics, and implant retention) procedure was performed with a new glenosphere, humeral tray and humeral liner implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No culture/lab results available. Concomitants: 315-35-00 - glnd kwire (B)(6), 320-01-46 - equinoxe reverse 46mm glenosphere (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm (B)(6), 321-52-07 - 3.2mm drill bit sterile (B)(6), 322-10-10 - humeral adapter tray, +10 (B)(6), 322-46-03 - 145-deg pe 46mm hum liner +2.5 (B)(6). (B)(4) - revision due to instability, (B)(4) - revision due to fall, (B)(4) - dair #1 / revision, (B)(4) - dair #2 with antibiotics / revision.